Event description:
This case is cross referred with the case (B)(6) (cluster). This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case concerns an adult male patient in 60's (exact age not provided) who received treatment with synvisc one injection and had large effusion. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date in 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (indication, batch/lot number and expiration date: not provided). On an unspecified date in 2015, 5 days after receiving synvisc one injection, patient experienced a large effusion which was drained by the doctor and also received a hydrocortisone (cortizone) shot for the affected knee. Corrective treatment: hydrocortisone and knee drained. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 30-oct-2015. The ptc results were added and text was amended accordingly

Event description:
This case is cross referred with the (B)(4) (cluster). This unsolicited device case from united states was received on 23-oct-2015 from a physician. This case concerns an adult male patient in 60's (exact age not provided). Who received treatment with synvisc one injection and had large effusion. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date in 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (indication, batch/lot number and expiration date: not provided). On an unspecified date in 2015, 5 days after receiving synvisc one injection, patient experienced a large effusion which was drained by the doctor and also received a hydrocortisone (cortizone) shot for the affected knee. Corrective treatment: hydrocortisone and knee drained outcome: unknown a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.